Manufacturer narrative:
This is 1 of 2 reports. Device is not availabe.

Event description:
It was reported that during pre-dilation with the balloon catheter (subject device) dissection occurred in the right internal carotid artery (r-ica). The physician deployed a stent in to treat the dissection. It was observed that the patient developed a cerebral infarct due to a stent occlusion in the right primary motor cortex and sensory area. Patient was then treated with balloon angioplasty and administered slonnnon hi, urokinase, okiricon (doses unknown). The patient was reported to have a modified ranking scale (mrs) of 4 and at 30 days a mrs of 3. In the physician¿s opinion, ¿the symptomatic embolism was little but the effects remained in the patient due to previous stroke with left skilled motor deficit and slightly attentional deficit after 6 months.¿ not further information is available